Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of ¿hazy¿ peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. Based on the available information, the liberty select set cannot be excluded as the cause of this serious adverse event. The source of the peritonitis is most likely caused by the cassette leak as demonstrated by the culture result of staphylococcus epidermidis, an organism found on the normal flora of human skin, indicating a breach in sterility, however, the cassette was disposed of and not returned for evaluation. Additionally, it cannot be determined if the liberty select cycler attributed to this serious adverse event as the product investigation remains pending at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed fluid leak/moisture within the cycler¿s cassette compartment and on the cycler set after removing the cassette from the cycler at the end of pd treatment. The patient experienced two other fluid leaks on the two treatments prior to this occurrence. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The leak is from the cassette, but the specific source is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention immediately after the reported event. However, the patient was diagnosed with peritonitis on (B)(6) 2020 after a pd effluent sample with a hazy appearance presented with for staphylococcus epidermidis. The patient did not report any symptoms and was not hospitalized. Patient¿s white blood cell count was 258/mm, polymorphs were 24/mm, and eosinophils were 55/mm. No follow up cultures were taken. The patient was prescribed antibiotics vancomycin 2 g every 5 days via intraperitoneal (ip) administration for two weeks and ceftazidime 1 g daily for 1 week via ip. The suspected cause of the peritonitis was the reported fluid leak (occurrence date not specified). The pdrn indicated the patient had not notified them of the leaks until after (B)(6) 2020 when the replacement cycler was issued. The exact mechanism and mode of infectious transmission was unknown. The pdrn is unsure if the patient received the new cycler, if the reported cycler was returned, or if the cycler set used by the patient was available to return for physical evaluation by the manufacturer. Multiple attempts were made to contact the patient for more information, however, to date a response has not been received.